Event description:
User received discrepant vitamin b12 and ferritin results on two pt samples. Pt samples are serum, drawn in greiner tubes and spun for 15 minutes at 3500 rpm. Sample 1, initial vitamin b12 gave <30 pg per ml accompanied by a data flag indicating the result is below the measuring range. The repeat result was 785.1 pg per ml. Sample 2, initial vitamin b12 gave <30 pg per ml accompanied by a data flag indicating the result is below the measuring range. The repeat result was 262.1 pg per ml. Initial ferritin gave <0.500 ng per ml accompanied by a data flag indicating the result is below the measuring range. The repeat result was 24.84 ng per ml. Erroneous results were not reported. Pt not adversely affected. The field service rep found a partial obstruction in the sipper flow path, waste pinch valve not closing fully and a possible corrupted data disk. He flushed sipper flow path to clean probe and tubing, removed measuring cell to inspect and clean and reinstalled after verifying proper operation of system measurement electronics. Also noted he removed waste pinch valve, cleaned debris from internal working parts and reassembled-reinstalled valve, and performed fd write to provide new uncorrupted data disk. Assay performance checks were performed and analyzer operation was observed while calibrations and controls were run with all results within specification.